Event description:
It has been reported that two bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes have been found experiencing low draw issues during use. No patient impact was reported. The following has been provided by the initial reporter: customer reports the tubes present vacuum issues.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
The following field was updated with corrected information: b5: describe event or problem: it has been reported that two bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes have been found experiencing low draw issues during use. This occurred 2 times and no patient impact was reported. The following has been provided by the initial reporter: customer reports the tubes present vacuum issues. H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of underfill based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It has been reported that two bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes have been found experiencing low draw issues during use. This occurred 2 times and no patient impact was reported. The following has been provided by the initial reporter: customer reports the tubes present vacuum issues.